Event description:
It was reported that during a radical prostatectomy procedure, the jaw would no longer open. The jaw did not clamp the tissue. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.